Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd autoclavable camera head began displaying a blue screen on the monitor during procedure preparation. According to the initial reporter, the intended procedure was completed by using another device without any delays or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint of a blue screen was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon "blue screen displayed on the monitor was not confirmed. Therefore, the root cause could not be identified. Olympus will continue to monitor field performance for this device.